Manufacturer narrative:
Per tandem's user guide "do not expose your system to x-ray screening used for carry-on and checked luggage. Newer full body scanners used in airport security screening are also a form of x-ray and your system should not be exposed to them''. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, customer went through a full body scanner. Customer's blood glucose level was 204 mg/dl. Reportedly, the customer had an alternate pump and manual injection for insulin therapy.